Event description:
The customer reported that he was hospitalized with diabetic septic shock due to cellulitis in his lower legs. The blood glucose reading was unk, but the customer stated that the insulin pump was functioning, and he didn't feel it contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.